Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The surgeon felt they were 1mm inaccurate while navigating. The issue resulted in no procedure delay. The procedure was continued while accounting for the inaccuracy. It was noted the scan protocol was for a different protocol. There was no patient involvement. No complications were reported/anticipated.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis revealed that the behavior described (1mm inaccurate) falls within the expected behavior of the system. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The surgeon felt they were 1mm inaccurate while navigating. The issue resulted in no procedure delay. The procedure was continued while accounting for the inaccuracy. It was noted the scan protocol from a different manufacturer was used. There was no impact on patient outcome. No complications were reported/anticipated.